Event description:
The dental implant fx4510swc was removed on (B)(6) 2020 due to failure to osseointegrate 1 month and 23 days after implantation. The patient has no significant medical history. The patient required bone augmentation for the operation. The patient required another surgical intervention to recover.